Event description:
Customer reported that touchscreen on pump was cracked and shattered due to the pump being dropped. There was no adverse impact to customer's blood glucose level. Customer could not interact with pump due to illegibility of touchscreen. The customer reverted to an alternate pump for insulin therapy.